Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Costumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 53 mg/dl. The customer's expected fasting blood glucose test result range is 80mg/dl to 90mg/d and 120mg/dl-150mg/d non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 71mg/dl using true result meter and 70mg/dl using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is 05/14/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 53mg/dl,56mg/dl. Besides the back to back results the meter only had 2 more readings, customer stated the meter is brand new.